Manufacturer narrative:
(B)(4), date sent: 7/14/2023, d4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. Further inspection revealed that the closing trigger and the jaw could not be closed. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, some residue that appears to be glue was noted at the frame, causing the internal parts cannot work normally, thus causing the closing trigger to fail to close. Based on the information currently available, a product issue was identified during the investigation of the sample received. This defect has been potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 351c30, and no non-conformances were identified.

Event description:
It was reported that the handle was not closing. No patient consequences reported. No further information is available.